Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 3 months, 8 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve presented stenosis. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 ultra resilia valve.